Manufacturer narrative:
A review of the device labeling was completed. Corneal edema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Corneal edema is an established risk associated with use of the device, which is clearly specified in the product's labeling based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Reportedly, the malpositioned stent in the left operative eye (os) was due to the surgeon's technique, and resulted in post-op corneal edema. The report also noted additional risk factors for pseudo exfoliation, and dense cataracts. Per report, no intervention was required, and the patient's post-op status is being monitored with the event noted as ongoing.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified; however the report noted that surgeon technique contributed to the mispositioned stent. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon inadvertently biased the trocar and implanted the stent in the anterior chamber (ac). Per report, the stent was unable to be visualized intraoperatively following injection and aspiration procedure, and the surgeon believes it is no longer in the operative eye. Additional information is being requested.